Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ recommended asr revision; asr xl acetabular system (left); reason for revision: pain. This complaint was duplicated as (B)(4), which was rejected. Update: updates added and information verified against (B)(4) spreadsheet dated (B)(4) 2012. Product 15783 - rejected as this is not related to this claim as per (B)(4) via (B)(4) spreadsheet dated (B)(4) 2012. Update - amended implant date, marked as legal, added (B)(4) number to reference number box, patient is deceased. Taken from email dated (B)(4) 2014. Update dated 15th december 2014 we have been informed by (B)(4) via (B)(4) that this patient is deceased. The date of death is unknown update - added a taper sleeve previously accidently missed. (B)(4) 2014. (B)(4) 2014 ¿ no further information is available regarding the death of this patient. This patient was revised of the asr implants prior to death and the revision has been investigated and reported in-line with the asr (B)(4). No explants have been received at lirc for investigation. Kennedys have confirmed that there is no allegation of a link between the asr implants and the death of the patient. Should further information become available, the complaint will be re-opened and evaluated for investigation. (B)(4) notes state - on (B)(4) 2012 claimants solicitors confirmed to us that her husband, (B)(6), will continue with the claim on behalf of her estate. We have not received any allegation of a link between the patient¿s death and the products.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.